Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys, expiration date: 28-apr-2023, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 05-nov-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced complete heart block after the right bundle was hit. The leadless ipg was attempted/not used and replaced with a transvenous ipg. No further patient complications have been reported as a result of this event.